Event description:
It was reported that at the time of implant, the rv and svc coil connectors were placed in the wrong ports of the ICD. This was discovered and the pocket was re-opened to place the leads into the correct ports. Before pocket was opened, intermittent ventricular oversensing was observed. After corrections were made, it was no longer observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.